Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was slipping out the ventricle and being unable to re-cross the valve. A new impella device was used with no harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the positioning issue was determined to be use related. This report is being filed as part of a retrospective review of historical records.